Event description:
It was reported that the ilet emitted a strange noise and displayed an alert 38 indicating consecutive motor stalls, after which the device could not initiate a supply change; a replacement ilet and supplies were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user, and coordination with shipping. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.